Event description:
While undergoing a video-assisted thoracotomy, at placement of trocar and cannula into chest, a portion of the trocar broke off. Utilizing the video, all parts, except one, were retrieved. The procedure was being done for diagnosis. This is a single use, disposable item. Rptr questions stability of the product. This is the second reporting of this type of occurrence. MFR rep was present during the procedure.